Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. Based on the information available, a definitive cause for the reported patient effects including death could not be determined in this case. The reported adverse patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Date received by mfg. (Initial report) 09/23/2019.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. This was reported via a summary article; therefore, there is no device to return. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects (transient ischemic attack/stroke, acute myocardial infarction, cardiogenic shock, cardiac arrest, acute kidney injury, major bleeding, re-hospitalization, medical intervention) listed are being filed under a separate medwatch number.

Event description:
This is being filed to report patient death. It was reported through a research article identifying mitraclip that may be related to patient death, transient ischemic attack/stroke, acute myocardial infarction, cardiogenic shock, cardiac arrest, acute kidney injury, major bleeding, re-hospitalization, and medical intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled impact of age and comorbidities on the effect of transcatheter versus surgical mitral valve repair on inpatient outcomes. No additional information is provided.